Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 140 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is comparing the blood glucose test results from trueresult meter to alternative meter and reported that the test results that are consistently 30 mg/dl lower on the trueresult meter. A back to back blood test was performed fasting on (B)(6) 2016 and produced test results of 98 mg/dl using alternative meter and 69 mg/dl using trueresult meter. Another back to back blood test was performed and produced test results of 128 mg/dl using alternative meter and 93 mg/dl using trueresult meter. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for test results: (B)(6). Adverse event not reported.